Manufacturer narrative:
(B)(4). The device was received in good visual condition. Upon visual inspection under magnification it was noticed that the upper jaw was slightly damaged at the retention pin interphase. Resulting in the jaw been loose and difficulty in opening and closing of the jaws. However the damage was not significant enough to prevent the device from cycling. The devices was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). There were no alert screens at any time during testing. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The ¿replace instrument¿ alert screen is displayed after receiving two consecutive alert screens and it is advising of a potential issue with the instrument. However, no alert screens were displayed at any time during testing. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that prior to a total laparoscopic hysterectomy procedure, when the device was plugged into the generator, a message came up stating 'defective unit please replace.' A competitor's device was used to complete the procedure. There was a delay of twenty minutes. There were no adverse consequences for the patient reported.